Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient was experiencing power switching events with one (1) controller, one (1) cdc adapter and four (4) batteries. There was no reported patient injury related to this event. The controller, adapter and batteries were taken out of use and new equipment was issued to the patient. The reported controller was returned to the manufacturer and evaluated. The cdc adapter and four batteries were not returned to the manufacturer. Review of the manufacturing documentation for the cdc adapter confirmed that the associated devices met all requirements for release. Upon evaluation the returned controller passed visual and functional testing. Review of the log files indicated there are potential switching events on (B)(6) 2014 involving (B)(4). Based on the results of the previous manufacturer's internal investigations, field actions and changes to the battery internal cell supplier, the most likely cause of the reported event can be attributed to a combination of faulty internal cells within the battery pack, as well as communication anomalies between the controller and the batteries. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is three of five reports 3007042319-2016-00395, 3007042319-2016-00396, 3007042319-2016-00397, 3007042319-2016-00398 and 3007042319-2016-00399 submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient was experiencing power alarms on his controller. The patient stated that during one instance, he was connected to two batteries and power source 1 (ps1) had a 75% charge capacity when the controller suddenly alarmed saying that ps1 was dead and switching to power source 2 (ps2). He then unplugged ps2 and the controller switched back to ps1 (which had previously caused the alarm). The patient also described another instance where the controller switched from ps1 (connected to a controller dc adapter) to ps 2 (a battery) and then back to ps1. During this episode he noted a faint "burning/melting plastic" odor that he thought was coming from the controller. The patient stated that the controller unexpectedly switching power sources has occurred three times in the past and only with ps1, even though all connectors are fully engaged. A controller exchange was performed. The controller and four batteries were removed from service and the patient was issued replacement devices. The controller was returned to the manufacturer for analysis but the four batteries were not returned. There was no reported patient injury as a result of this event.